Event description:
Ventilator was alarming. Respiratory therapist & rn noted pt was in distress. Ventilator could not reset or alarm cancelled. Patient's o2 sat dropped to 62%. Respiratory therapist bagged pt until another ventilator could be obtained. O2 sat increased back to 100%. No adverse effect to pt. Ventilator tagged and locked up. Per kindred corporate, the MFR came in to investigate ventilator and found nothing wrong with it. The ventilator is now in a locked room running to see if it fails again in a couple of days. Decision of what to do with ventilator will be made then. Ventilator was just purchased on 06/13/2007.